Event description:
A report was received that the patient was experiencing difficulty charging with the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient was experiencing difficulty charging with the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.